Manufacturer narrative:
The customer reported event was confirmed via visual inspection. Tip of the device was confirmed to be deformed. No material or manufacturing defects were found. A root cause of the event is too much impaction force applied to the instrument leading to deformation.

Event description:
It was reported that; surgeon used chisel to cut the facet joint! The cutting edge came out deformed. The facet joint was cut and taken out with another chisel that the hospital owned. No deformity of the second chisel.

Event description:
It was reported that; surgeon used chisel to cut the facet joint! The cutting edge came out deformed. The facet joint was cut and taken out with another chisel that the hospital owned. No deformity of the second chisel.